Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading as high as 380 mg/dl with extreme thirst and excessive urination. It was reported that the patient was treated with intravenous fluids and glucose by medical professional at the regional medical center. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inaccurate delivery issue had started 2 days ago. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential perceived inaccurate delivery issues and potential bg issues did not reveal any assignable causes. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown cause.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and meter and confirmed that they were operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found a loss of prime warning two days before the complaint date and delivery was resumed shortly after. A loss of prime warning was found on the complaint date and delivery was never resumed. Last bolus was delivered one day before the complaint date. No evidence of inaccurate delivery was found. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.